Event description:
A PICC line broke where the line meets the butterfly hub in a patient during a dressing change. The catheter broke when peeling tape off the dressing, no excess force was used. The tape was clear, and also used for securing peripheral IV catheters. The catheter was removed immediately after it broke. The dressing was being removed to pull back the catheter 0.5cm to central placement. The clinician was unable to insert another PICC in the patient.

Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was then forwarded to vygon (B)(4) (manufacturer) for device evaluation and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a follow-up MDR upon investigation completion.